Manufacturer narrative:
Information suggest these products remains in-service. Resolution was requested from the field, however, nothing further has yet been received. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that the x-ray confirmed no perforation had occurred. The physician elected to monitor this patient and follow up in one month.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a rise in impedances from 624 to greater than 2000 ohms since implant. Thresholds were also rising. There was inquiry of a perforation or connection issue. An x-ray was to be performed. No adverse patient effects were reported.